Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. Based on the case information, the time and date of the event was not provided. The glucose data was reviewed for the day when issue was reported which was november 30 and it was found that the 2 calibration entries that were entered in the system on november 30, were in good agreement with the sensor readings. Based on the overall review of the sensor performance at the time, the system was performing within expectations.

Event description:
Senseonics was made aware of a hypoglycemia event where sensor reported 120 mg/dl. Patient did not provide the date and time of the issue. Patient felt symptomatic and did not take blood glucose (bg) measurement. Patient complained to have not received low glucose alerts or transmitter vibrations because the sensor glucose (sg) value did not cross the low alert threshold which was set at 70 mg/dl. Patient did not require any medical attention and was able to self treat by taking some glucose.